Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged respiratory tract irritation,dizziness,kidney disease,liver disease,cancer,ureter cancer. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/06/2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged respiratory tract irritation, dizziness, kidney disease, liver disease, cancer and ureter cancer. There was no report of patient harm or injury. The device was returned to the manufacture service centre for further evaluation. During the evaluation of the device at the manufacture service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was observed. There was zero error code found. The manufacture service centre concludes that they couldn't confirm the customer's allegation and unit passed final test. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.